Manufacturer narrative:
Voluntary medwatch report: mw5065985. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube was in use with a patient when she was found in distress with the tracheostomy tube cuff "not returning volumes" and her oxygen saturation was low. The tracheostomy tube was changed to a competitor's tracheostomy tube. The patient's oxygen saturation returned back to the 90s (%) and she was no longer in distress. No permanent injury was reported. The event was considered resolved.